Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, multiple attempts at pre-mapping resulted in the lp helix becoming stretched. The procedure was completed using an alternate lp on (B)(6) 2025. There were no patient consequences.